Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon a lead revision, the pulse generator began pacing the patient at 130 beats per minute. The patient was asymptomatic. The device was explanted and replaced.